Event description:
It was reported that during a ptca treatment procedure involving an unspecified coronary artery, the maverick otw balloon was suspected to have ruptured. No add'l info is available at this time.